Event description:
The lead was capped on (B)(6) 2011. Rv lead insulation failure wit st. Jude lead. Impedance is 116ohms with intermittent capture. The procedure took place at (B)(6). The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).